Manufacturer narrative:
The injury was reported as a strain and the nurse was seen by a doctor and prescribed a brace. The hospital technician applied lubrication to the brake mechanisms and there have been no further issues reported. The user facility declined to have a field service technician evaluate the device and reported that no further action was required. Device was not available.

Event description:
It was alleged that a nurse was engaging the brake from the side of the stretcher and found it difficult to engage. The brake was able to be engaged, however, the nurse received an injury to her knee while doing so.

Manufacturer narrative:
Supplemental submitted to include UDI. Device was not available.

Event description:
It was alleged that a nurse was engaging the brake from the side of the stretcher and found it difficult to engage. The brake was able to be engaged, however, the nurse received an injury to her knee while doing so.